Manufacturer narrative:
(B)(4). Returned test strips produced one e-3 error and one high result. R&d investigation of products returned determined that e-3 occurred due to strip exposed to moisture outside of the vial. Investigations 10/07/2015 - 10/15/2015.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (date) produced result of e-3 upon insertion of test strip into meter port. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is not verified. Adverse event not reported.